Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the catheter was discarded. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial# (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown concentration and dose) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient wanted to know what the pump setting was for his first pump; he had the pump replaced in (B)(6) 2017. His first pump was working "beautifully" and he wanted to see what his first pump's settings were so he could relay it to his current pump doctor. Nobody had the patient's records; he couldn't get the information and could only go up 5%. He thought the original pump settings were around 200 mcg when the pump was working well. Without knowing what his original settings were, he could only go up 5% and had to suffer. Once every 2-3 weeks he drove 400 miles round trip to his healthcare professional. The catheter came out, after which they kept turning the pump up every month for the next 7 months; a dye study was performed (B)(6) 2018 during which they couldn't insert the dye, and a revision was performed (B)(6) 2018. The same manufacturer representative was present at both procedures. After the revision, they turned the pump down to 100. The patient had cerebral palsy, had surgeries done all his life and had over 105 corrective surgeries. No further complications were reported.  Additional information was received from the healthcare professional via manufacturer representative. It was reported that the physician was unable to aspirate the catheter during the dye study, so the procedure was aborted by the radiologist. It was reported on (B)(6) 2018 that the old catheter had pulled back out of the intrathecal space, so the hcp removed the catheter and replaced it with a new 8780 catheter. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.